Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
It was reported the patient did not charge the ipg for about 9 months. In turn, the ipg became inoperable and lost communication with external devices. An sjm representative confirmed the issue. Surgical intervention will be taken at a later date to address the issue.